Event description:
Arthroscopy cannula was defective - unable to use it because it would leak when the arthroscope was inserted into it.

Event description:
Phone call was made in 2005 to the facility contact listed on the received 3500 form asking for further clarification of the reported product problem event; i.e. What type of procedure was being performed, what type of instruments were being used in the cannula, what was the failure of the device specifically, how [if at all] did the failure impact the pt (extra time under, remedial action to prevent or abate harm to the pt, etc.), if the failure did not impact the pt at this time did they think that if this type of failure were to recur it would be possible to cause pt harm. The facility was contacted in effort to obtain additional information about the event. The facility stated the language provided in their original medwatch filing is all that would be provided to depuy mitek for failure analysis and ultimate response to the FDA. The issue has been made into a complaint, the co's reference 20100010148. However, based on the fact that this was reported as a "product problem" by the user facility, the information that was attainable and that nothing is being returned for failure analysis (discarded by reporting facility) co do not consider this to be a reportable event. No further action is warranted for this issue.